Event description:
Customer states they are experiencing vast difference in blood glucose versus sensor glucose. Blood glucose was 91 mg/dl and sensor glucose was 141. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.